Event description:
Reporter stated the buttons on the infusion device do not function as intended. No adverse event was reported in relation to this complaint. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.